Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, prime and no delivery tests. Unable to confirm alarm due to a corrupted history file. Scratched lcd window was also noted.

Event description:
It was reported that the insulin pump has problem with the battery. The blood glucose reading was 314 mg/dl. Customer treated with manual injection. During troubleshooting, high pressure test failed twice. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.